Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred after swimming with the pump. Customer's blood glucose level was 174 mg/dl. Reportedly, the customer had an alternate pump for insulin therapy available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and different issues were identified. The t:slim x2 pump user guide states "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time."